Event description:
The patient contacted animas alleging that the pump stopped powering on after changing out the battery and cartridge on the morning of (B)(6), 2011. At the time of troubleshooting, the patient denied any damage to the battery compartment or battery cap. The alleged power issue remained unresolved. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: one reboot was observed in the pump black box history. There were no alarms related to the complaint in the alarm history. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump; the pump powered on normally. The pump was exercised for 24 hrs with no power issues or alarms occurring. The battery cap was tested and no contact defects were found.